Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and review of the available records identified metal on metal contact in the posterior articulation that could be related to poly wear. Small join effusion is present. No asymmetric soft tissue swelling. No signs of loosening or wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: sometime in 2000. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Original: it was reported the patient underwent a bilateral knee arthroplasty approximately 19 years ago. Subsequently, the patient underwent a poly swap for pain. No additional patient consequences were reported. Attempts have been made and no further information has been provided.